Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and electrogram (egm) revealed that the implantable cardiac monitor (icm) exhibited intermittent under-sensing. No intervention or changes were performed and the icm will continue to be monitored remotely. The patient remained in a stable condition.